Event description:
On (B)(6) 2012, the reporter claimed that the patient's blood glucose was elevated to 577 mg/dl at 8:30 am after the animas pump stopped insulin delivery because the tdd (total daily dose) was exceeded. Reportedly, there is an issue with the tdd setting as the tdd is set at 41 units and the patient reportedly used only 25-27 units per day. Prior to reaching the 41 units, the subject pump would alarm with tdd exceeded and insulin delivery is ceased. The issue was not resolved with troubleshooting. The subject pump was requested to be sent back to animas for investigation. This complaint is being reported because the patient allegedly had elevated reading over 500 mg/dl after the subject pump had tdd issues and insulin was suspended.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the black box showed the max daily total daily dose was set to 38 units and two instances of insulin not being delivered due to total daily dose exceeded. Pump was exercised for 24 hours on a 1 unit per hour basal program, no tdd warnings were duplicated. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. A 10 unit bolus was performed successfully using test meter s/n (B)(4) and was accurately recorded in the pump history. No hypersentive keys were observed on the keypad. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues.